Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic; the device failed to interrogate. Two different magnets were applied with no change in heart rhythm on the ECG. No intervention has been reported.

Manufacturer narrative:
The reported loss of telemetry and output were due to the device being in backup vvi and the device being at low battery voltage. The cause of the backup vvi was code corruption. The cause of the code corruption is still unknown.

Event description:
New information states that the pulse generator was explanted and replaced successfully on (B)(6) 2018. The patient was in good condition prior during and after the procedure.